Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a moderately tortuous tibialis anterior artery. A 1.5 mm x 20 mm x 142 cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.